Manufacturer narrative:
Pump received with normal operating currents no unexpected battery failed test alarm during testing noted. No display anomaly during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. The back light looks dimmer due of the scratches on the lcd glass noted. (B)(4).

Event description:
The mother reported via phone call that the insulin pump's display was darker than usual. The mother stated the insulin pump was dropped in the past and scratches were present on the display. The mother did not report any moisture damage to the insulin pump. Customer's blood glucose was unknown. It was also found a failed battery test alarm occurred on the insulin pump. The mother agreed to return the insulin pump for analysis.